Event description:
The device was used during a procedure on the rectum. Reportedly, the staples were missing. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.